Event description:
It was reported by service report that the bed was in the storage room and during a warranty bed check the field service rep found the power inlet was cracked and the power cord was damaged. No pt involvement or adverse consequences are reported. .